Manufacturer narrative:
(B)(4). During processing of this complaint, quality assurance attempted to obtain complete event info and pt status from the hospital, field contact or distributor.

Event description:
It was reported that in an attempt to pass through a previously implanted stent, same procedure, the omnilink was used with the bare wire technique and is dislodged proximal to the previously implanted stent. The physician accessed the right side with a 7fr arterial sheath and wired the sheath from left to right and had the guide wire through both the left and right sheaths. The same sds balloon was used to push the stent to the intended site and deploy the stent in the iliac. Reportedly, there was no pt injury.